Event description:
It was reported that device failed annual testing, device under delivered by >6% using pca dosage of 20g. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned in good condition. Visual and functional testing were performed. Functional testing could not duplicate the customer reported problem of under infusion. The root cause of the issue was not determined as no problem was found. Preventative maintenace was performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.